Event description:
The customer reported that while monitoring patients, their xhibit central station would restart on its own. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer stated that the xhibit central station (xcs) had shut itself down twice. Both times, the user resolved the issue by powering the device back on. A field service engineer (fse) reched out ot the customer to provide further support, however the customer stated the issue was no longer occuring. As the issue was no longer present, no further action was taken. Cause of failure could not be identified as the issue appeared to resolve on its own.